Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 3 events for the failure: incorrect measurement. - 3 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were evaluated using data provided by the user or third party. Evaluation findings (results/components): 3 devices: usage problem identified / part/component/sub-assembly term not applicable product disposition: 3 devices: product not received additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.